Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and is also correcting information submitted on the initial medwatch report. Please reference section e1. Evaluation: zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The customer's report of not recognizing pads attached was observed using the returned pediatric pad set. This is normal operation when pediatric pads are installed in the device to give an error code. The device reads the patient type info from the pads crypto. If the patient is not an adult, this error code is generated. This error will self-clear if adult pads are installed. The intent of this is to warn the user that the pediatric pads are pre-connected to the device. The pediatric pads can be used for a rescue. The error was cleared, the device passed testing, was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.